Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt underwent implantable neurostimulator (ins) system removal due to an infection at the implant site. The pt recovered without sequela. Additional info has been requested from the hcp, but was not available as of the date of this report.